Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that the existing crossbrace broke at the point that the bolt goes thru to the side of the frame.